Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the doctor's office after reportedly playing with a family member and "stretching too far". The patient also stated that they "felt something was wrong". The patient's right ventricular (rv) lead exhibited no capture, and high threshold and impedance values. The lead was suspected of fracture and was subsequently capped and replaced. No further patient complications have been reported as a result of this event.